Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that during implant, the lead exhibited unacceptable thresholds. The lead was not used.